Event description:
Phaco machine startup sequence resulted in error message 416: issue with footpedal. Connection verified with footpedal and machine rebooted. At this time the device continuously displayed "charging pressure for cutting" and made venting noises. It was allowed to attempt to calibrate for a period of one minute. As it was not calibrating it was suggested by surgeon to reset again. The third time the device displayed the same message and issued the same venting noise. At that time surgeon stated he would not proceed with his scheduled cases because he could not be certain that the machine would properly function during a case. Supervisor was notified and clinical engineering notified.